Event description:
As reported via the trial: this male pt with a history of hypertension, hyperlipidemia and smoking was admitted for coronary intervention secondary to acute myocardial infarction (mi) three hours post onset of symptoms. The pt was currently taking plavix and aspirin. Heparin was administered pre-procedure. Angiography revealed a 100%, de novo, 15mm, smooth, eccentric, b2 type, moderately calcified lesion in the mid right coronary artery (rca). The vessel was described as 3.0mm in diameter with a >45, <90 degree angulation at the target site. There was no flow through the vessel. Beta-blockers and heparin were administered intra-procedure. The mid-rca was predilated with a 3.0 x 15mm balloon inflated to 10 atms. A 3.0 x 18mm bx sonic, bare-metal stent was deployed to 14 atms with satisfactory results. Residual stenosis was 10.5% with timi ii flow. A second lesion was identified during the procedure. This was a 100% occlusion of the first marginal branch (om1). The vessel was described as angulated (>45<90 degrees) at the target site. There was no flow through the vessel. The physician was not able to access the target vessel with the wire; therefore, the vessel was not treated. Cardiac enzymes were elevated 6 hours post procedure: ck= 7 times uln, ck-mb = 2 times uln, and troponin = 44 times uln, which is consistent with the pt's acute presentation. The pt was discharged with orders for daily administration of aspirin, plavix (6 months duration), statins, beta-blockers, and ace inhibitors. At one-month, six-month, eight months and one-year follow-ups the pt denied cardiac symptoms and was compliant with all cardiac medications as prescribed. Four years post index procedure, the pt was hospitalized with worsening dyspnea and angina, which had persisted for the past several months. Angiographic evaluation revealed no in-stent restenosis or thrombosis in the bx sonic stent in the mid-rca. New stenosis were identified in the mid-rca, the distal left anterior descending artery (lad) and the first postero-lateral branch (pl). It is unk if the new lesion was within 5mm of the previously implanted bx sonic, it is therefore assumed to be peri-stent restenosis. The mid-rca and the distal lad were treated with the placement of no-cordis drug-eluting stents. The pl was totally occluded and the physician was not able to cannulize the artery; therefore, this was left untreated. Bx sonic coronary stent product is not distributed in the us; however, it is similar to other coronary stent product distributed in the us.